Manufacturer narrative:
Updated manufacturer's investigation conclusion: the reported event of the rubber housing on the connection block of the patient cable coming loose was confirmed via visual analysis. The mobile power unit (mpu) (serial number: (B)(6) was returned to the european distribution center (edc) for analysis. Upon initial observation, the mpu¿s patient cable rubber housing was not well adhered to the black and white connecter. The patient cable was replaced on the mpu, and preventative maintenance was performed, and the device was returned to the rental pool. The replaced patient cable was forwarded to the product performance engineering (ppe) lab for further analysis. The replaced patient cable was connected to test system controller, test mobile power unit, and mock loop. The patient cable was manipulated by hand while connected to the system and was able to support the mock loop for an extended period of time without an any issues or alarms. A root cause for the rubber housing coming loose on the connection block of the patient cable was unable to be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the rubber housing on the connection block of the patient cable coming loose was confirmed via visual analysis. The mobile power unit (mpu) (serial number: (B)(4)) was returned to the european distribution center (edc) for analysis. Upon initial observation, the mpu¿s patient cable rubber housing was not well adhered to the black and white connecter. The patient cable was replaced on the mpu, and preventative maintenance was performed, and the device was returned to the rental pool. A root cause for the rubber housing coming loose on the connection block of the patient cable was unable to be conclusively determined through this analysis. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿equipment maintenance¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the mobile power unit (serial number: (B)(4)) was manufactured in accordance with manufacturing and qa specifications and was shipped on 09sep2019. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient cable's rubber connector encasing was loose on the mobile power unit.